Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65, lead, implanted: (B)(6) 2000; 419488, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was noise, a warning for atrial impedance, and that acceptable thresholds could not be obtained. The lead was capped and replaced. No patient complications have been reported as a result of this event.